Event description:
It was reported that; during a tl fusion, surgeon was cut a 600mm cocr rod approximately at the half way point with the table top cutter. Then after contouring rod with french bender and securing the caudal end to the caudal screws in the lumbar region, the surgeon attempted to contour the rod on the cephalad end with the xia3 in-situ benders. While making the bend, the rod broke approximately 30mm from the end.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: the radius vitallium rod (5.5mm diameter x 600mm length) was confirmed to be fractured upon visual inspection. The returned rod was confirmed to have fractured at the laser marking dot. Conclusion: the ultimate cause of the fracture is unknown, but likely dependent on site specific loading conditions (including the location, direction, amount, and speed of loading) as well as the severity of the bending angle and the orientation of the laser marking relative to the bending direction.

Event description:
It was reported that; during a tl fusion, surgeon was cut a 600mm cocr rod approximately at the half way point with the table top cutter. Then after contouring rod with french bender and securing the caudal end to the caudal screws in the lumbar region, the surgeon attempted to contour the rod on the cephalad end with the xia3 in-situ benders. While making the bend, the rod broke approximately 30mm from the end.